Manufacturer narrative:
Zimmer implant container was received, container has inner package but is empty.

Event description:
The doctor stated that during a procedure on (B)(6) 2017, he opened implant vial (B)(4)/ lot number (63442435) and discovered that the inner package did not contain an implant. The doctor completed the procedure with another implant from his stock.

Manufacturer narrative:
An outer box (item 14) was returned with an outer vial (item 13) and the patient chart label (item 9) from pd-tsvmb13 rev d. Visual inspection of the as received products identified that the temper resistant tabs on the green cap of the outer vial were broken. The inner vial containing the implant, cover screw, and the mount was missing. The vial did not identify any damage or malfunction and the labels on the vial and the outer box appeared to be in proper condition. Zimmer dental: instructions for use for tapered screw-vent, advent and trabecular. Metal implants (4869 rev 7 ¿ 01/16). Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The complaint was non-verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that ¿inner package did not contain an implant¿. However, it was identified that the tamper resistant cap on the outer vial was opened by the customer and the inner vial was not returned. So, the exact details and condition of the product as received by the customer could not be verified. All operations and inspections were executed as per applicable procedure. Therefore, based on the information provided, a probable cause could not be determined. UDI (B)(4).